Event description:
Additionally it was also stated that during surgery they had attempted to aspirate from the pump pocket and were finally able to aspirate (as reported prior) and then they flushed it back and forth and had great flow. Initially, they tried to use a catheter access port kit and do it in the clinic and couldn¿t do it, however during surgery when they opened up the pump pocket they could do it, ¿but then we actually changed syringes and we could do it so¿.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that there was a volume discrepancy found at a refill that was accompanied by the return of the patient¿s pain and spasticity. The physician tried to aspirate, but couldn¿t. During surgery on (B)(6), the pocket was opened and the catheter was disconnected. The physician tried to aspirate and flush the catheter, which he was finally able to accomplish. It was noted that the catheter had been occluded. At that time, the logs were also checked and it was seen that the pump had stalled and recovered 17 times since (B)(6), though it was noted that the recovery occurred within 2 hours. The pump was left implanted because, the catheter had been fixed and the reporter wasn¿t sure if the pump was bad. It was noted that the patient had been hospitalized during the event. That same day, it was reported that the reservoir volume had been greater than it was expected to be, though the specific values were unknown. In (B)(6), ¿all 20ml¿ of drug were pulled out at the refill. It was stated that, prior to the catheter being cleared, the patient had not been getting any drug. It was stated that the patient had not reported hearing any device alarms that he was aware of. Three days later, it was reported that the device system was used to deliver lioresal and dilaudid. Eleven days later, it was reported that patient used an electric wheelchair and also used a laptop on her lap. The reporter questioned if either could be related to the stalls. The reporter was also unsure if the pump was still stalling, but stated that the patient had met with the physician and doing fine. It was also stated that the reporter was unsure if the drug was compounded or not.

Event description:
Additional information received reported that the device system was used to infuse lioresal. The cause of the event was noted as ¿larger than anticipated volumes in pump reservoir as refilled, occlusion at catheter where attachment to pump.¿ it was noted that there were motor ¿stalls on eval.¿ catheter issue noted as occlusion, failure to aspirate, location at the pump/catheter connection. A catheter dye study was attempted, no date was provided, and it was noted that there was no aspiration from catheter access port. The symptoms associated with the event were ¿non-optimal response to infusion.¿ patient outcome was no injury, patient recovered without sequelae. The patient was not hospitalized because of the event. Pump pocket explored, catheter/pump connection check, the occlusion was eliminated (B)(6) 2013

Manufacturer narrative:
(B)(4).